Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, it was reported that the patient experienced skin overgrowth at the implant site. The patient underwent skin revision surgery on (B)(6) 2019 under local anesthesia. It was reported that steroid cream and antibiotics were used prior to the surgery.

Manufacturer narrative:
The reported adverse event is associated with a product that was not returned, or was not made available for analysis. The manufacturer investigation was based on the available clinical information. The reported issue is a known medical complication and no specific device analysis is deemed necessary at this time. This report is submitted october 16, 2019.